Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. The device failed to meet expected internal gas composition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was retrieved from inventory for assessment. Residual gas analysis determined that the crt-d had unexpected internal gas composition. There was no patient involvement.